Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, a patient reported elevated blood glucose readings following a supply change. A fingerstick measured 423 mg/dl, and the pump displayed ¿high.¿ the patient had meal-announced insulin delivery prior to this. A site change was performed with assistance, and no issues were observed with the removed site. Insulin delivery was resumed, and follow-up later that day indicated a blood glucose of 276 mg/dl with a downward trend.